Event description:
The hcp reported the pt had a fever of 100 or more for several weeks. The pump site was reddened and warm to the touch. The pt had an abnormal wbc. The device was explanted in april after eight months implant duration due to the infection. The drug used in the pump is lioresal (unknown concentration). Add'l info has been requested from the hcp but was not available on the date of this report.